Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd was unable to duplicate or reproduce the indicated failure mode because no sample or photos were provided. Review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine at this time. Bd needs to take into consideration that the medication could have some potential implication in the issue, especially in small gauges like 30g. In certain circumstances the drug product can be deposited inside the cannula causing the needle to block/ occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time, as customer reported, which allows the drug to crystallize or be deposited on the inner surfaces of the needle. During the cannula assembling process, the needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. In addition, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process. A final inspection of clogged condition is performed before release every batch. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: not possible to determine. Rationale: since complaint is not possible to confirm, it is the first time this lot is complained regarding this issue and there is no evidence of issue in DHR, it was determined that no corrective actions are required at this time.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use and wouldn't inject medication. The following information was provided by the initial reporter: "the patient could not do the injection; it is impossible to inject as it seems to be blocked."